Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter had a cracked display. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 4:00pm. The patient informed the csr that she manages her diabetes with self-adjusted insulin and it is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿increased thirst, polyuria, muscle ache and being lethargic and very tired¿ the following day after the alleged issue occurred. The patient denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr documented that there was misuse of the device as the meter had been dropped on a tile floor by a cat. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.